Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in good condition. A review of the event history log showed evidence of a primary audible alarm post error. The customer reported product problem was not replicated during an occlusion test. The investigator was unable to confirm any damage on the speaker, or interconnect board. The interconnect board cable connector was glued onto the main board. The speaker was replaced as a preventative measure. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump produced a primary audible alarm post error. In addition, the keyboard was not responsive when the pump was plugged into ac power. There was no patient involvement.